Event description:
The following publishment was reviewed by gore: title: clinical outcomes of transcatheter closure of patent foramen ovale at our institution. Source: the 27th annual meeting of japanese society for adult congenital heart disease, 2026, o15-5. Background: closure of a patent foramen ovale (pfo) has become a widely used strategy for secondary prevention of paradoxical embolic stroke. However, long-term follow-up data remain insufficient. Methods: a retrospective analysis was conducted on 31 patients who underwent transcatheter pfo closure at the institution. Periprocedural complications, long-term right-to-left shunt status, and post-procedural clinical events were evaluated. Results: the amplatzer pfo occluder was implanted in 19 patients (25 mm in 9, 30 mm in 2, and 35 mm in 8), and the gore® cardioform septal occluder (gso) was used in 12 patients (25 mm in 2, and 30 mm in 10). No periprocedural complications were observed in any case. In the gso device group, shunt assessment was performed in 11 patients, and complete shunt resolution was confirmed in all of them, but atrial fibrillation occurred in one patient. Another patient experienced recurrent cerebral infarction before shunt assessment could be conducted. This patient had comorbid fabry disease.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: clinical outcomes of transcatheter closure of patent foramen ovale at our institution. Source: the 27th annual meeting of japanese society for adult congenital heart disease, 2026, o15-5. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.